Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient implanted with an occipital implantable neurostimulator (ins) for chronic headache. It was reported the patient had been doing very since implant. In the middle of (B)(6) 2017, the patient reported the device was not working. The patient¿s headache recurred, 6/10 vas. The patient was advised to come in for review and on (B)(6) 2017 the battery showed end of service (eos). The ins depleted after one year of stimulation, this was considered a short period. The patient was in a lot of pain and needs a replacement to manage. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.